Event description:
It was reported by the surgeon that the anvil of product is "locked down" on tissue during a gastric bypass procedure. The surgeon stated both the closing and firing trigger are open. He asked for information on how to open device. The device could not be opened; the surgeon took apart the device with kelley forceps and broke the device, he was left with the shaft of the device and then had to cut out the stapler. The surgeon fired a second device for the eighth firing with a blue reload after oversewing twice from removal of the first device. This was due to oozing and bleeding. The he placed a 10 jackson-pratt drain at the site. The patient is now in a room not ICU and stable.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Yoke flange additional follow up: on what tissue type was the device used? Gastric at what location on the tissue? Gastric 45mm below the je junction. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 7th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? White. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? They did not cross the inferior staple line. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes on the 6th firing. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? Surgeon is a long time user. Patient is being discharged from the hospital today (B)(6) 2013, which is on schedule. (I followed up with the surgeon today to see how the patient was doing) the drain was taken out sometime on saturday. Also, the surgeon cut his hand trying to open the stapler (he eventually had to break it to get it out) and his hand is fine and healing. No blood was given. Procedure was delayed at least one hour due to the misfire. (Additional time trying to unlock stapler, cut it off, sew the defective staple line twice, leak test the staple line twice, additional time also to put in drain) the analysis results found that the ets45 device was received with the left shroud broken and disassembled; a reload was loaded in the device. The reload was received fully fired and with a cartridge lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lockout after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use. No functional test could be performed due to the condition of the device. After further inspection, the yoke flange was found damaged where engages with the tube (yoke flange). Although no conclusion could be reached as to how the yoke became damaged, this damage can occur when excessive force is applied to the closing trigger in the opening direction due to high friction to open in the clamping mechanism. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4).